Event description:
The user facility reported a patient in in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implantation the device kinked, due to a small left ventricle which caused the pump to be explanted and replaced with a new impella cp. It was noted the patient expired while on impella cp support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise). The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.